Manufacturer narrative:
Device evaluated by MFR: device returned for analysis. Returned product consisted of a guidezilla guide extension catheter hub, hypotube and collar. The distal shaft/tip was not returned for analysis. The device was bloody. The hypotube and collar was microscopically and tactile inspected. Inspection revealed numerous kinks in the hypotube and the collar was damaged. Functional testing could not be completed due to the distal shaft not being returned for analysis. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a broken guidezilla shaft occurred. Vascular access was obtained via radial artery. The 70% stenosed, 20mm x 3.5mm, de novo, eccentric target lesion was located in the moderately tortuous left anterior descending artery. A guidezilla¿ guide extension catheter was selected for use. During procedure, a non-bsc guide catheter was advanced followed by guidezilla. However, it was noted that when advancing the guidezilla into the guiding catheter it was very tight. Consequently, the shaft of the guidezilla became broken. The procedure was completed with another guidezilla device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a broken guidezilla shaft occurred. Vascular access was obtained via radial artery. The 70% stenosed, 20mm x 3.5mm, de novo, eccentric target lesion was located in the moderately tortuous left anterior descending artery. A guidezilla guide extension catheter was selected for use. During procedure, a non-bsc guide catheter was advanced followed by guidezilla. However, it was noted that when advancing the guidezilla into the guiding catheter it was very tight. Consequently, the shaft of the guidezilla became broken. The procedure was completed with another guidezilla device. No patient complications were reported and patient's status was stable.